Manufacturer narrative:
(B)(4).

Event description:
The customer¿s daughter complained that the customer received erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer tested initially on the meter at 9:00 a.m. And the result was 0.8 inr. The customer called the doctor¿s office due to this result and was advised to go to the clinic. The customer went to the clinic where she was tested on a coaguchek meter at 11:00 a.m. And the result was 2.7 inr. The customer tested on her meter again at 11:00 a.m. And the result was 3.3 inr. No treatment was administered since the results at the clinic were within the customer¿s therapeutic range. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. No adverse event occurred. The customer is fine. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not taking heparin or direct thrombin inhibitors. The customer is not having any bleeding or bruising. The meter and strips were requested for investigation. The meter and strips were returned. A specific root cause was not identified for this event. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr; donor #2 inr: 2.6 inr ; donor #1 hct: 38%; donor #2 hct: 44%; donor #1: master lot: 2.4 inr; donor #1: customer strip and meter: 2.3 inr; donor #2: master lot: 2.6 inr; donor #2: customer strip and meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer¿s medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.